Event description:
It was reported that the 9900 had poor, grainy images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare.